Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), and product type programmer, patient. Product ID: 97755-s, serial# (B)(6), and product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they have not heard from the patient regarding this issue. Patient was sent new recharger as first step to handling complaint.

Event description:
Information was received from a patient (pt) regarding an external device. Caller reported the controller battery would go down from 90 to 60 every other day compared to every 3 to 4 days before. Caller didn't know if the controller battery drained or depleted faster than usual when the patient was charging their implant. Caller reported the patient's implant was charging faster than it used to but they couldn't exactly get it to the right position and the issue was every other day; caller did not provide an event date. Caller noted they would charge the patient on sunday, wednesday, and friday, and one of those days they would hit the right spot. Caller did not want to troubleshoot because the patient was still charging the implant. Caller will call back once the patient was done charging the implant to troubleshoot. Agent called back to collect event date of the controller issue and caller noted (B)(6). During the call no visible damages detected in the controller charging port, battery, battery compartment, and ac power supply cord. Caller removed the battery and plugged the ac power supply cord into the controller. Controller powered on. Caller inserted the battery and green light was flashing above the screen. Caller connected the recharger and got poor recharge quality. Caller then mentioned the implant went from 100 and decreased to 90. Agent clarified with caller multiple times about the difference between the controller battery and the implant or stick figure battery. Caller got escalated and disconnected the call. Additional information was received from the manufacturer representative (rep). It was reported that caller stated they were notified today that patient's ins keeps turning off on its own. Specifically, when recharging the ins, it will get to 60% and then the controller screen goes dark. When this happens, patient instantly feels their feet pain return. Patient's wife has reset the controller and this issue continues to happen. Tss reviewed that external equipment (as described above) would not affect the ins to turn off - unless stim is being turned off erroneously at the same time. Caller statedthey met with patient a week or so ago for successful reprogramming and patient was getting relief from stim at that time. At that appointment, caller had patient demonstrate recharging the ins in office and everything appeared to be working as intended so it's unclear how long this particular issue has been happening. Tss again reviewed that if there are external equipment issues, that should not be related to the ins. Tss reviewed that ins should only be turning off if the necessary controller buttons are pressed or if the ins depletes to 0. Tss suggested patient contact ps to work through possible external equipment issues as it appears that caller resolved the therapy issue with the reprogramming a week or so ago.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.